Manufacturer narrative:
Investigation summary: although the packages were received opened / partially peeled, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. However, bd has taken a proactive approach and opened a CAPA to investigate the package open seal defects and implement corrective actions if indicated. Investigation complaint: conclusions: the defect of package not sealed as stated in the description of the complaint was confirmed with the returned unit. No anomalies were found and all the process characteristics that directly influence the seal strength (seal transfer and top web glue) were met. The units were acceptable per specification requirements. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. The corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR, DHR review was performed on the following lot number: 7066527 ¿ the lot number was packaged on packaging line 9 from march 16, 2017 thru march 17, 2017 and afa packaging line 8 from july 9, 2017 thru july 10, 2017. In process samples passed inspections for blister thickness, bad seal/cut/holes, seal transfer width, package leak test and packaging attributes throughout the packaging process per the control plan. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ (B)(4). Note: per the (B)(4), s1-o1 is not a level b investigation as the complaint reports). Visual analysis: observations and testing: received two unused iag 22ga units from the lot number 7066527. One was in a partially opened package and the second unit was in a sealed unit package. (See photo (B)(4)). Visual/microscopic examination: package one was partially opened at top of the blister pack. Package two had a complete seal. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. See photos (B)(4). The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Test description: visual/uv light; method no.: n/a; results: see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause: relationship of device to the reported incident: indeterminate. Comment: although the packages were received opened / partially peeled, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. Rationale: CAPA (B)(4) has been opened to investigate the package open seal defects and implement corrective actions. (See (B)(4)). Other actions taken (if applicable): product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Had unsealed packages. Found before use. No serious injury or medical intervention noted.